Event description:
It was reported that patient experienced an increase in seizures following a recent implant. After implantation the surgeon has recognized that the electrode must be broken. Details of the suspected malfunction were not provided. Patient and product information were not provided. It was later reported that the explanted products have been shipped back to livanova, however it is not clear that the suspect device was shipped as no known surgical intervention has occurred to date. The answers to investigation questions were reportedly sent in the mail with the device(s). These answers have been requested to be re-sent via email. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Lead information was received. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Prior to initial MDR submission, it was concluded that high impedance must have been seen per the physician's report of "electrode must be broken" and fracture of lead was coded on the file to reflect the physician's suspicion. The physician believes the high impedance was due to 'cable break' and the 'electrode must be broken'. No settings and diagnostics were provided. Full revision surgery has occurred. Patient info is not available as "in germany, patient data is subject to medical confidentiality and data protection. Unfortunately, I do not have the patient data." The lead information is unavailable as the managing physician was unable to find this information or the initial implant facility to request it. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
F10. Medical device problem code, component code; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
Product analysis was approved. The allegation of lead fracture was confirmed. During the visual analysis the unmarked coil was found to be broken at the ends of the 2nd and 3rd portions. The coil break was dark, pitted and appeared to have electro etching. Due to the condition of the coil end, the fracture mechanism could not be ascertained. The coil break mate had flat spots on coil surface of coil end, the wear/flat abrasions were to the point of fracture. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the abraded openings, and the coil break, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other relevant information has been received to date.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.